Event description:
It was reported that the balloon would not deflate. A bi-lateral iliac procedure was performed (off label use), where there were stents in both sides and when the physician went to deflate the balloons, one balloon would not deflate. The device was disconnected and a syringe was connected to the hub of the catheter and air was drawn out of the balloon until it was deflated enough to remove the device from the pt safely. There was no pt injury.